Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs were received with o2 valve offset calibration fails. Screenshot showed that gas path test results showed safety valve was leaking at 64.8 l/min. Complete calibration was performed after the inspiration block, life block assembly, the o2 supply tube, o2 connector inlet filter, housing cover alarm were replaced.

Event description:
The customer reported that the bellavista 1000 experienced alarm 389 - "no o2 dosing possible". As of this time, it was not confirmed if there was patient involvement associated with this reported event.